Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) displayed a white screen and no information. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer swapped around the flash cards and this seemed to solve the issue in the central control monitor (ccm). The project specialist looked at the data logs and it appears that instead of the ccm booting up off the hard drive, it was booting up off one of the flash cards.